Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, during set up of cori assisted tka surgery, the real intelligence robotic drill had a connection problem and the real intelligence cori presented an "internal error" message on screen. Procedure was performed, after a non-significant delay, with a back-up device. There was no patient involvement.

Manufacturer narrative:
Section h10: the real intelligence cori, rob10024, sn (B)(6) (belgium), intended for use in treatment was not returned for evaluation, however a field report photo was provided for review. The photo shows the screenshot of the internal error. A relationship between the reported event and the device was established. The most likely cause of the reported problem is an internal connection failure or software issue. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).